Manufacturer narrative:
.

Event description:
It was reported that during follow-up, several episodes of noise were observed, some episodes were detected as vf. During the replacement procedure, an insulation anomaly was observed near the trifurcation, close to the ICD can. The lead was capped and replaced. Patient condition was good after the procedure.